Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a power supply issue. Analysis was able to confirm the customer comment that the programmer was unable to charge the battery. It was observed that the battery was completely stuck in the battery bay. At analysis it was determined that the programmer stylus cursor did not align with the stylus position on the touch screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had a power supply issue and was unable to charge the battery. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis update: it was noted that the programmer battery was swollen and the upper case handle was damaged but functional. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.